Manufacturer narrative:
As per tandem user guide: some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer went on hiking, an unspecified malfunction alarm occurred and pump shutdown. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.